Event description:
Complainant alleged that the medics were monitoring a pt who was in cardiac arrest with the device in AED mode. The device displayed a "noise events" and a "check patient" prompt. In addition, the medics reported that the device displayed a "no shock advised" message to a shockable patient heart rhythm. The medics continued to analyze the patient's heart rhythm for seven minutes, and the device then shocked the patient at 120 joules, and again at 150 joules. The patient subsequently expired.